Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw motor was making a grinding noise. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint was confirmed through laboratory evaluation by the service repair technician (srt). The srt stated that the noise was due to the bearings starting to seize. The srt also stated that the saw seemed to be binding. The saw drive components were worn due to lack of preventative maintenance (pm) and lubrication. The srt replaced the worn components and completed the pm. Per the instructions for use, the saw must have a pm every six months for optimum operation. With the components replaced, the unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.